Manufacturer narrative:
The insulin pump was unable to prime during prime test due to detached end cap. The motor passed motor test. We were unable to perform the occlusion and excessive no delivery test due to pump unable to prime. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was dropped. When customer placed reservoir and primed catheter, motor went backwards pushing against support drive cap. Advised customer the insulin pump would need to be returned for analysis. The customer's blood glucose was 15mmol/l.